Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history for the vns pts device, it was observed that the initial interrogation settings at a f/u visit in (B)(6) 2004 appeared to be at incorrect settings, which were system diagnostic test settings. Further review of the programming history revealed that the pt was seen previously in (B)(6) 2004 where a system diagnostic test had faulted and no final interrogation was performed to ensure the pt's device was at the intended settings. The device was reprogrammed in (B)(6) to the intended settings.